Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 4 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿138, 118, 103 and 107 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient advised that she does not take any medication to manage her diabetes and it is not known what changes, if any, the patient made to her usual diabetes management regimen in response to the alleged issue. The patient reported that approximately 30 minutes to an hour after the alleged issue began, she developed symptoms of ¿shakiness, rapid heart rate and sweaty¿ and claimed that at 5 p.m., the same day, she self-treated her symptoms by eating some candy. The patient was unable to confirm if the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.